Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed with the error 'requires maintenance'. A field service engineer (fse) found that the full height drawer 3 failed to open during recovery, discovered inseparable magnet (insep) had fallen out and caused the failure. The fse removed the faulty insep and replaced it with a new part to resolve. Customer recovered the drawer to verify its operation. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: d1. Supplemental MDR was submitted to reflect the corrected brand name in d1 field.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.